Manufacturer narrative:
Evaluation confirmed the customer's complaint, the device has a broken tip. Based on previous evaluations, this condition typically occurs as a result of misuse. Device history review revealed nothing relevant to this event , this is an obsolete device. Event was attributed to misuse.

Event description:
It was reported that the punch's inferior point broke during the procedure. The broken piece was retrieved, however, the customer reported a delay of over 30 mins. No adverse consequences were reported from this event. This device is used for treatment.